Event description:
Information was received from a healthcare provider regarding a patient who was receiving lioresal (concentration of 500mcg/ml, dose of 52.04mcg/day) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that when the healthcare provider (hcp) first accessed the patient¿s pump with the refill kit needle she was only able to aspirate 5cc before she felt resistance, but the erv was 31.5cc. She repositioned the needle and could only fill with 20cc of drug so when she aspirated all drug out of the reservoir to confirm the amount of fluid in the reservoir she aspirated 40cc so caller believes she was maybe up against the wall of the reservoir fill port. It was stated the hcp did not have another lioresal refill kit so the patient had to come back due to the mixing of the old drug with new drug and drug stability concerns. The patient¿s status was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.